Event description:
It was reported that an ilet user experienced a cracked screen that allowed the device to power on but prevented access to the menu, and a photo of the damaged screen was provided. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included complaint handling and replacement logistics review. Investigation of this device revealed physical damage to the ilet display assembly consistent with external impact, resulting in impaired user interface access. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.